Event description:
It was reported the programmer does not boot up. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer does not boot up; programmer does not even display the bios (basic input output system ) screen when powered on. The device found out of electrical specification (printed circuit board assembly). The system fan is not working.